Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous transluminal angioplasty treatment procedure, the device was unable to cross the lesion. Vascular access was obtained via the radial artery. The 80% stenosed, 17 mm in length, de novo target lesion was located in the severely tortuous and mildly calcified, 2.75 mm in diameter, >45 and <90 degree of bend left anterior descending artery. The lesion was pre-dilated with an unspecified balloon catheter resulting in 80% residual stenosis. This 20 x 4.00 mm taxus liberté stent delivery system was selected; however, the device was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed proximal stent damage

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: examination of the returned complaint device revealed that the stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. There were multiple stent struts stretched and bent with contrast media in between the struts on the proximal end of the stent. There was distal tip damage. Magnified inspection presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).